Event description:
It was reported that asymptomatic patient presented to clinic for follow up. In the stored egm, post-paced t-wave oversensing was noted. Reprogramming was completed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received noted that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead was observed again via remote transmission. Patient was asymptomatic. Further reprogramming was made.